Manufacturer narrative:
A 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13622. The pt reported she experienced heating at the ipg pocket site while charging. The pt stated it would get really hot and she had to stop charging her ipg. The patient did not experienced any visible burns at the implant site. A new low energy charger was sent to the patient. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.